Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Per activl artificial disc enhanced safety surveillance survey reported by surgeon, at least 1 patient has experienced sensory/motor neurological issues following activl artificial disc placement at l5-s1. Patient injury is motor neurological issues. Delay of surgery not reported.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: because there is neither a lot nor product at hand, a root cause analysis is not possible. No CAPA is necessary.